Event description:
The patient reported defective and faulty leads. Called and spoke to healthcare personnel and she noted high lv thresholds causing the device to drain prematurely. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).